Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The reported issue with failing pressure transducer test has been confirmed during evaluation of the received problem description. Our field service engineer was on site to investigate the reported issue further and found out that the expiratory cassette and its membrane required cleaning. The ventilator was tested after performed cleaning and it functioned properly and was cleared for clinical use. No parts were replaced.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).